Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse replaced the syringe assembly. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to fault/failure of the large syringe assembly.

Event description:
On (B)(6) 2016, the customer reported intermittent large syringe errors with their g7 analyzer. On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.